Event description:
The customer stated a false negative result was generated on the architect (B) (6) qualitative assay. A patient generated a nonreactive result of 0.87 s/co on the architect (B) (6) qualitative assay but was reactive on the (B) (6) quantitative assay. The sample was reactive on (B) (6), (B) (6) and confirmed positive using the centaur (B) (6) confirmatory assay. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Commercially available seroconversion panels and serial dilutions of the 6c36 positive control (0.25 iu/ml) were tested using a retained kit of 1p97 lot 76471lf00 and a retained kit of 6c36 lot 76145lf00 for comparison purposes. The dilutions of positive control were targeted to the cutoff value and tested to assess performance of these lots. All reactive samples were confirmed on the associated confirmatory 1p98 and 9c94 kits for each assay format. There were no discrepant samples observed. The results of this testing showed that the two assay formats (1p97 and 6c36) for the cited kits show equivalent results on both seroconversion panels and on serial dilutions of the architect hbsag positive control (pc). The analytical sensitivity was assessed across four different 1p97 reagent lots (76471lf00, 77042lf00, 70668lf00, 78392lf00) and two 6c36 lots (79573lf00 and 72071lf00) and these lots demonstrated acceptable sensitivity </= 0.130 iu/ml. Precision testing using architect hbsag qualitative 1p97 lot 76471lf00 met the required package insert precision criteria and demonstrated </= 10 % total cv. A review of manufacturing and testing records for lot # 76471lf00 did not reveal any events or issues that may have impacted the performance of the above lot number in relation to this complaint issue. All testing carried out on site has confirmed acceptable performance of architect hbsag reagent lot 76471lf00. No product deficiency was identified. The investigation has concluded that the architect hbsag qualitative product in question is performing within its intended use, label claims and specifications.

Manufacturer narrative:
(B) (4). This report is being filed on an international product, list number 1p97, architect (B) (6) qualitative, that has a similar product distributed in the us, list number 1l80, architect (B) (6). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.